Event description:
Procedure: thorasic. Reportedly, the instrument was fired over lung tissue, when the black knobs were pulled back, it would not open. Cut out the instrument, and surgeon had to hand sew the anastomosis. No pt injury reported.